Event description:
Boston scientific received information that a remote monitoring system detected high out of range shock impedances. Pace impedances had increased from 400 ohms to 1100 ohms. The patient was brought in and also noticed the thresholds had increased. Chest x-rays were performed and found no lead fracture. Isometrics were performed anf no noise could be created. The patient reports they were syncopal about a week before this report of high impedances. They were admitted into the hospital and was discharged wearing a life vest. The plan is to perform an rv lead revision. No additional adverse patient effects were reported.

Manufacturer narrative:
Further information concerning this report is expected. This investigation will be updated should further information be provided.

Event description:
Additional information was provided that a revision procedure was performed and this device was electively explanted due to upgrade. No adverse patient effects were reported.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed, and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
This report is being filed to provide product investigation results.